Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that they had a power loss alarm. The customer¿blood glucose level was 172 mg/dl. No further details were given. The device will be returned for analysis.

Manufacturer narrative:
Unit was received with critical pump error and pump error confirmed in history file due to moisture damage to force sensor. Unable to verify power loss alarm due to critical pump error. Unit was received with corroded electronic assemblies and corroded motor home switch. Unit was received with corroded battery tube, minor scratches on case, cracked battery tube threads, cracked case corner of the belt clip rails near the battery compartment, cracked retainer, missing end cap address label and minor scratches on lcd window.